Event description:
Additional information was received. A secondary intervention was performed and an aortic bilateral fem-fem bypass was performed resolving the event. No additional clinical sequelae were reported and the patient is fine.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the doctor¿s office with leg pain. A CT scan was performed that revealed the aortic stent graft is occluded from just below the renal arteries and both iliac limbs were occluded as well however, blood flow reconstitutes into both external iliac arteries. The patient is experiencing bilateral leg claudication as a result of the occlusion. The cause of the event is unknown. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).